Manufacturer narrative:
(B)(4). This device is not intended for sale in the us. A similar device is sold in the us. Additional information requested. No additional information received at the time of this report.

Event description:
The customer reports the patient developed an air embolism while using the trauma kit.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the patient developed an air embolism while using the trauma kit.